Event description:
It was reported that the right ventricular (rv) lead was undersensing and not providing atrio-ventricular synchrony. As the introducer was being placed during the replacement procedure, it was noted that there was no pacing through the lead, as the patient was not dependant and their own intrinsic heart rate came through. When the lead was tested through the analyzer there were no sensing, impedance was high, and there was no capture at high outputs. An x-ray of the lead revealed a potential crush under the clavicle. The lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.